Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a low glucose event. The following example set was provided: (B)(6) 2025 3:21 pm mst sg 150mg/dl bg 63mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 3:21 pm mst sg 153mg/dl bg 63mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level.user didn't seek for medical treatment and resolved the event by eating carbs. User's hcp isn't aware of the event, advise user to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported experiencing a low glucose event. The following example was provided: on (B)(6) 2025, at 3:21 pm mst, the sensor glucose (sg) value was 150 mg/dl, while a blood glucose (bg) measurement was 63 mg/dl.review of the data management system (dms) confirmed that on (B)(6) 2025, at 5:16 pm, the sg was 150 mg/dl and the bg was 63 mg/dl. Review of the alert history further confirmed that the user did not receive a low glucose alert at the reported time, as the sg value was above the low alert threshold of 65 mg/dl. The user did not seek medical treatment and reported resolving the event by consuming carbohydrates. The user's healthcare provider (hcp) was not aware of the event; the user was advised to follow up with their hcp for further medical guidance.in an associated complaint of sensor inaccuracy (MFR# 3009862700-2025-00896), on (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor and sensor in vivo data indicated chemical degradation in one of the sensing areas which is indicative of hydrogel oxidation. However, it was appropriately de-weighted by the system thus not expected to contribute to the observed inaccuracy. Also, a review of the sensor in vivo data showed transient optical instability in one of the channels which most likely contributed to the inaccuracies observed by the user. However, the optical instability could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.